Manufacturer narrative:
(B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the cutter did not pass testing; however, the repair was not completed because the cutters can only be replaced. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the cutter did not pass the cut test at product evaluation investigation. No adverse events were reported as a result of this malfunction.